Event description:
Boston scientific crm received information that this right atrial lead exhibited impedance measurements greater than 2500 ohms. No adverse patient effects were noted.

Manufacturer narrative:
This lead was surgically abandoned; therefore the company will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this report will be updated.

Event description:
Information was later received that this lead was surgically abandoned due to high impedance measurements and a suspected fracture. No adverse patient effects were reported as a result of the procedure.

Manufacturer narrative:
This lead remains implanted. No additional information is available at this time, should any information become available, this report will be updated.